Manufacturer narrative:
(B)(4).

Event description:
It was reported that an asymptomatic patient presented in-clinic with device showing episodes of non-sustained rv oversensing. Stored egm revealed that the device exhibited post-paced t-wave oversensing. Programming changes were recommended.